Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient experienced lightheadedness, noise oversensing anomaly was observed on the right atrial lead, right ventricular lead and pulse generator. It was noted that the noise was not reproducible with isometrics. The patient was placed with a 30 day monitor, which revealed short episodes of pacing inhibition. The system was explanted and replaced on (B)(6) 2017; it was also noted that another previously capped and replaced right ventricular lead was explanted at the same time due to fracture observed on the lead. The patient¿s condition before, during and post procedure was stable.